Manufacturer narrative:
H3: analysis of the marathon microcatheter (lot no. B137739) found that the total length of the returned catheter was measured ~147.0 cm. Approximately ~23.0 cm of the distal segment of the micro catheter segment was found to be missing. The missing segment of the micro catheter was not returned as it was left in the patient. The catheter body was found to be kinked at 75.5.0 cm from the broken end. Onyx residue was observed at the broken end, within the catheter lumen, inside and around the catheter hub. The onyx will not be returned as it was consumed in the event. The marathon micro catheter body exhibited with evidence of catheter stretching near the broken end. In addition, the tubing material at the separated ends exhibited plastic deformation (jagged edges and stretching). No other anomalies were observed. Based on the device analysis and reported information, the marathon micro catheter was confirmed to have separated due to onyx entrapment. The marathon micro catheter was returned without its distal floppy segment. The tubing material at the separated end exhibited plastic deformation (jagged edges and stretching) which indicates that the marathon micro catheter separated as the tensile strength of the tubing material was exceeded. It is likely the marathon micro catheter was pulled beyond the 20.0 cm limit noted in the IFU. Possible contributing factors of ¿catheter separation due to onyx entrapment¿ may be caused by angioarchitecture (very distal arteriovenous malformation fed by afferent, lengthened, small, or tortuous pedicles), vasospasm, onyx reflux, or prolonged injection time. Since the distal floppy segment was not returned; any contribution of the distal floppy segment to the reported issue could not be determined. H6: method code updated to b19. Result code updated to c070603. Conclusion code updated to d1102. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted that there was no note of vessel calcification or kink/damage noticed on any of the devices.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the distal part of the marathon catheter separated due to onyx entrapment. The patient was undergoing treatment for onyx embolization of an avm. The patient's vessel tortuosity was moderate. The access vessel was the posterior cerebral artery (pca). It was reported that during retrieval of the marathon it became stuck. The doctor advanced the microcatheter to put slight pressure on the marathon to remove it from the body. While they pulled, the distal tip of the marathon detached. The physician used a paused injection for 45 seconds. The injection waiting time was 1 minute. There was 2cm of onyx reflux. The broken segment of the catheter remained in the pca and basilar artery, and there was no surgical or medical intervention required. The patient did not experience any injury or other complications. The devices were prepared and flushed according to the instructions for use (IFU). Ancillary devices include a dac 038 125cm microcatheter, balt hybrid wire 007 guidewire, and onyx 18 liquid embolic.